Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded recurrent noise on the atrial channel. Further review by technical services (ts) indicates there are several episodes showing this behavior on the right atrial (ra) and shock channels. It was mentioned that as the noise is synchronously present in both channels, the noise is coming from a potential electromagnetic interference (emi) source. In addition, the noise was oversensed by the device and there was improper brady therapy support and atrial pacing inhibition. The impact is however limited as the device reverts the programming after three slow ventricular events. Further advice and recommendations were provided by ts. The ICD remains in service. No adverse patient effects were reported.